Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator was switching on and off. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
Date of event: 18oct2018. Added UDI (international UDI- (B)(4). PMA/510k: 26sep2018 . Philip's product support engineer (pse) troubleshot this issue with the customer via electronic email and recommended the customer replace the front bezel. No parts were returned for evaluation, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.